Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) old white male patient had impella cp optical pump inserted in the right femoral for cardiogenic shock (cgs). The patient had a massive groin bleeding, as treatment two (2) units of red blood cells (rbcs) and 16f gore sheath placed for hemostasis and gave protamine. The physician tried everything, but the patient expired from cardiac arrest as he was in cardiac standstill.